Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va09j8x, implanted: (B)(6) 2013, product type: lead. Product ID 3389-40, lot# j0540935v, implanted: (B)(6) 2005, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for parkinson&#62688;dual and movement disorders. It was reported that the patient&#62688;implant depleted normally and healthcare provided (hcp) changed out the ipg (implantable pulse generator) on the day of this call. It was indicated that pre-opt and intra opt impedance were 800 -1100 ohms. Once hcp closed up, rep tested the impedance again and it was 9 ohms for electrodes 0 <(>&<)>1. Rep tested impedance again and impedance was 7 and then 4. Hcp made sure there wasn't blood in the header block and they did wipe the adaptor prior to inserting. It was noted that the impedance issues related to the left lead and the right lead was fine per rep. The patient was being programmed on c2, thus impedance would not to affect the outlook.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.